Event description:
Additional information received indicated that the device oversensed the noise, resulting in pacing inhibition.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The ra lead was explanted, and a new lead was implanted. The patient was stable.